Manufacturer narrative:
Several hypotheses of bent leg are under evaluation, such as, wear of the product, uneven surface, an obstacle. Review of the complaints reveal the there have been no serious injury in the past related to bent leg and according to the risk files it is not expected a serious injury occurs.

Manufacturer narrative:
The part has not yet been made available for inspection. An additional review of the complaint data did not identify a possible cause for the bent leg. Initially, several hypotheses were evaluated, including product wear, uneven surface, and the presence of an obstacle. Considering that the lift is over 10 years old, the hypothesis related to wear appears plausible. The analysis of the available data is ongoing.

Event description:
It has been reported that maxi twin floor lift, tipped while resident was in the sling. The customer staff noticed that the leg got bent when they lifted the resident. The lift tilted, the resident was removed from the lift. There was no injury. The customer staff is unsure how the leg got bent. The lift was evaluated and no damage was found, the lift was in good working order, only the leg was visibly bent.

Manufacturer narrative:
No UDI number available, as the product was manufactured before UDI number implementation. Investigation is pending. Once the investigation is completed a follow-up report is to be sent.

Manufacturer narrative:
Analysis of data is still ongoing. Once the investigation is completed a supplemental report is to be submitted.

Manufacturer narrative:
The photographic evidence provided confirmed that one of the lift¿s legs was visibly bent . The bent leg was slightly raised above the floor. The issue was noticed when the resident was being lifted and the lift tilted slightly to one side. The device was taken out of service. There was no injury. As a result of the conducted investigation, it was established that the examined lift was generally in working order and showed no signs of mechanical malfunction, excessive wear, or defects that could explain a tipping event. In the course of the investigation several factors were considered, such as component wear as the device had exceeded its declared service life by five months. Maxi twin instructions for use 04.kt.00_14gb 2024-03 states: "the service life of this equipment is ten (10) years [...] ". However, the technical inspection confirmed it was in proper working condition with no signs of excessive wear. Also, based on the historical data lift could tip following an uneven floor, obstacles in the lift path, pulling on the spreader, etc. None of these could have been confirmed by the staff statements or arjo service technician¿s observation. The available documentation and visual inspection did not allow determination of whether the bent leg was the cause of the lift tipping or its result. Consequently, the cause of the event remains unidentified. There have been no incidents in the past related to the bent leg. This complaint is deemed reportable due to customer allegation of lift tipping during use with the patient. Arjo device failed to meet its performance specification since the floor lift tipped over. The device was used for a patient transfer.